Manufacturer narrative:
(B)(4). D10: item # unknown, unknown screw, lot # unknown. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced increasing pain at the fracture site with radiographic evidence of screw fatigue failure, and the broken screw was subsequently removed due to skin irritation. During follow-up, imaging demonstrated screw fatigue failure at the fracture site. Approximately two months later, a CT scan confirmed hypertrophic non-union. The failure was associated with fixation across a gap at the fracture site; with weight bearing, the fatigue failure allowed fracture dynamisation, and fracture healing was confirmed approximately ten months after the initial radiographic finding. Subsequently, the broken screw migrated and caused skin irritation, warranting removal approximately two months after fracture healing was confirmed. The event was reported as having a possible relationship to the device, the procedure, and the instrumentation. The patient underwent removal of the broken screw, and the event was reported as resolved. Attempts have been made and no further information has been provided.